Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6580022, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation with a 450cc mentor memorygel breast implant (left), and a 475cc mentor memorygel breast implant (right). Post procedure the patient indicated that she acquired an unspecified illness. Additionally, the left prosthesis was stated to have a cloudy/milky appearance inside. As a result, the devices were explanted on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-08653 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 3/6/2019. The device was implanted in 2010. Additional information was received on 3/19/2019. In addition to the issues reported previously, bilateral capsular contracture (baker's grade unknown) was also noted. The investigation of the returned device has been completed by the failure analysis lab on 3/20/2019. Device evaluation summary: it was reported that a 49-year-old female underwent breast augmentation with a 450cc mentor memorygel breast implant (left), and a 475cc mentor memorygel breast implant (right). Post procedure the patient indicated that she acquired an unspecified illness. Additionally, the left prosthesis was stated to have a cloudy/milky appearance inside. This evaluation relates to the left prosthesis. Upon receipt by mentor the gel contained in the device appears cloudy. Orange material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease and an area of shell abrasion located on the posterior aspect extending to the anterior aspect. No other anomalies were discovered. The complaint for discoloration was confirmed. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).